Event description:
It was reported that four days post implant the patient experienced a perforation and right side pneumothorax. It was further reported that the right atrial (ra) lead exhibited no capture and high undefined impedance. The ra lead was initially reprogrammed off and then revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.